Event description:
It was reported that the piston on the pump was "getting stuck" and not moving to deliver insulin through the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.